Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the device would not be returned for evaluation. A complaint database search on the provided product code identified similar reports. Engineering suspects that the reported failure may have occurred while the clamp was being squeezed under very high loads and the bearings inside of the cylinder were extruding slightly, causing the mechanism to stick. This gives the appearance that the ratchet mechanism is loose or non-functional, until the bearings release and reorientate in the cylinder. An enhanced attune patella drill clamp has been developed and is being distributed under product code 254501055. The new design ((B)(4)) was released for production in november of 2014. No further corrective action required. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The patella clamp would not go into the "lock" position.